Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right implant deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, a curved opening on radius, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on radius and a crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A crease smooth opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional also reported "the pocket was also tight from the capsular contracture," baker grade unknown.